Event description:
During implantation of cervical screw, surgeon would state that the screw would "break" in the vertebral body. Two pieces were noted to be at the field, with one piece being removed from area immediately. The remaining piece of the screw was removed after a few minutes using special sterile tools. The surgeon would look at the field over and state that "all pieces were accounted for" and at this point, those two broken pieces were placed into a biohazard bag and a pt label was placed on the bag. The bag was taken away from the field and the procedure would continue.